Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 3830 implantable pacing lead implanted 2013 (B)(6). (B)(4).

Event description:
It was reported there was low amplitude r wave sensing with t-wave oversensing (twos). It was further reported there was high short v-v interval count and non-sustained ventricular tachycardia episode count and a lead integrity alert. The lead polarity was reprogrammed from nominal right ventricular (rv) tip to rv ring to rv tip to rv coil. The sensitivity was also programming was also decreased. The lead remains in use. No patient complications have been reported as a result of this event.